Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode. The cause of the syncope was undetermined. The device was electively explanted during a lead revision procedure.